Manufacturer narrative:
H3: product analysis found that unable to confirm the reported fault of heating as motor was not rotating. Found the handpiece cosmetically not ok. Connector has dent. Hi-pot test fail. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the m4 handpiece was overheating within a minute in forward mode at speed of 6000r pm and irrigation used at 15cc/min. It was not working. There was no patient involvement.